Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 27-may-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014 for permanent birth control. Six months after implantation of the essure, the plaintiff had a confirmatory test. Subsequent to the essure procedure, she began to experience abnormal bleeding, heavy menses, severe abdominal pain, hair loss, loss of tooth enamel, signs/symptoms of nickel allergy and other symptoms. Her conditions were so severe that her physician recommended a hysterectomy to fully remove the essure device. On or about (B)(6) 2016, the plaintiff underwent a hysterectomy. Quality-safety evaluation of ptc (ptc global number: (B)(4)) received on 16-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for me device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and subsequently began to experience abnormal bleeding and severe abdominal pain. She underwent a hysterectomy to remove the device, approximately 2 years after essure insertion. These events are listed in the reference safety information for essure. After essure insertion, genital bleeding, abdominal and pelvic pain may occur. In the present case limited information was provided. Consumers medical history and concomitant conditions were not reported. Despite the limited information, given the nature of the reported events, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure (batch no. B53028) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "one coil was not able to be placed fully into tube" and device monitoring procedure not performed "did not undergo an essure confirmation test". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced goitre ("hormonal changes/goiter"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: vaginal (yeast)"), menorrhagia ("heavy menses/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), tooth delamination ("loss of tooth enamel"), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain"), pelvic pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("signs / symptoms of nickel allergy") and complication of device insertion ("one coil was not able to be placed fully into tube"). The patient was treated with surgery (partial hysterectomy and unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, tooth delamination, alopecia, menorrhagia, allergy to metals and complication of device insertion outcome was unknown and the goitre, vulvovaginal mycotic infection, vulvovaginal pain, vaginal discharge, pelvic pain, dysmenorrhoea, dyspareunia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, complication of device insertion, dysmenorrhoea, dyspareunia, genital haemorrhage, goitre, menorrhagia, pelvic pain, tooth delamination, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of ptc. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure (batch no. B53028) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "one coil was not able to be placed fully into tube" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included sexually transmitted disease and human papilloma virus infection. Concurrent conditions included eye irritation, vision abnormal, tension, anxiety, bloating, depressed mood, difficulty sleeping, vaginal cyst, light sensitivity to eye, inflammation, painful defaecation, vaginal itching and pain gas. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced goitre ("hormonal changes/goiter"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: vaginal (yeast)"), menorrhagia ("heavy menses/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), tooth delamination ("loss of tooth enamel"), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain"), pelvic pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("signs / symptoms of nickel allergy"), complication of device insertion ("one coil was not able to be placed fully into tube") and abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, tooth delamination, allergy to metals and complication of device insertion outcome was unknown and the goitre, alopecia, vulvovaginal mycotic infection, vulvovaginal pain, vaginal discharge, pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, complication of device insertion, dysmenorrhoea, dyspareunia, genital haemorrhage, goitre, menorrhagia, pelvic pain, tooth delamination, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: pfs received. Added event lower stomach pain. Updated onset date. Updated other symptoms (lower stomach pain, hair loss, menorrhagia). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". On (B)(6) 2014, the patient had essure inserted. In april 2014, the patient experienced hormone level abnormal ("hormonal changes"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: vaginal (yeast)"), menorrhagia ("heavy menses/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In may 2014, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), tooth delamination ("loss of tooth enamel"), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain"), pelvic pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("signs / symptoms of nickel allergy"), device deployment issue ("one coil was not able to be placed fully into tube") and complication of device insertion ("one coil was not able to be placed fully into tube"). The patient was treated with surgery (partial hysterectomy and unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, tooth delamination, alopecia, menorrhagia, allergy to metals, device deployment issue and complication of device insertion outcome was unknown and the hormone level abnormal, vulvovaginal mycotic infection, vulvovaginal pain, vaginal discharge, pelvic pain, dysmenorrhoea, dyspareunia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, complication of device insertion, device deployment issue, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, tooth delamination, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for me device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added- hormonal changes, abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: vaginal (yeast), dyspareunia (painful sexual intercourse), pain, vaginal discharge, dysmenorrhea (cramping), vaginal pain, one coil was not able to be placed fully into tube and did not undergo an essure confirmation test. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure (batch no. B53028) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced goitre ("hormonal changes/goiter"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: vaginal (yeast)"), menorrhagia ("heavy menses/abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), tooth delamination ("loss of tooth enamel"), alopecia ("hair loss"), vulvovaginal pain ("vaginal pain"), pelvic pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("signs / symptoms of nickel allergy"), device deployment issue ("one coil was not able to be placed fully into tube") and complication of device insertion ("one coil was not able to be placed fully into tube"). The patient was treated with surgery (partial hysterectomy and unilateral salphingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, tooth delamination, alopecia, menorrhagia, allergy to metals, device deployment issue and complication of device insertion outcome was unknown and the goitre, vulvovaginal mycotic infection, vulvovaginal pain, vaginal discharge, pelvic pain, dysmenorrhoea, dyspareunia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, complication of device insertion, device deployment issue, dysmenorrhoea, dyspareunia, genital haemorrhage, goitre, menorrhagia, pelvic pain, tooth delamination, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: negative. Most recent follow-up information incorporated above includes: on 21-may-2018: pfs received - lot number were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.